Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, noise was observed on the atrial and ventricular lead simultaneously. Pocket manipulation, isometrics and deep breathing exercises were performed; the oversensing was unable to be reproduced. Patient was asymptomatic. Lead monitoring replacement was recommended. There is no report of any action taken. No further information was provided.